Manufacturer narrative:
Based on the claim against the product by the customer noting the poor camera control, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was not self-correcting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation and was not able to reproduce, nor confirm the customer reported issue. The 30-degree endoscope was evaluated, and fa found a camera adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and found with mechanical damage to the endoscope¿s distal tip. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located in zone a - 1/3 near integrated connector of the endoscope cable.